Manufacturer narrative:
Investigation: bd received samples from the customer facility for investigation. The samples were tested/evaluated and the customer's indicated failure mode for stopper pop off with the incident lot was not observed as all product specifications were met. A review of the device history record was completed for the incident lot and, based on this review, all product specifications and requirements for lot release were met; there were no related quality non-conformance's during manufacturing of the product.

Event description:
It was reported that the stopper began separating from the bd vacutainer® buffered sodium citrate (9nc) blood collection tube while removing the tube from the holder during use. The tube was pushed back onto the stopper, the tourniquet removed, and the needle removed from the patient and holder to allow the tube to be removed from the holder, preventing blood leakage. This complaint was created to capture the 2nd of 2 related incidents. The following information was provided by the initial reporter: "when she attempted to remove the coag tube from the holder (winged set, 367281, and holder 364815), she noticed that the tube was separating from the stopper. So to prevent a mess and blood exposure, she pushed the tube back onto the stopper, removed the tourniquet, and removed the needle from the patient, and then removed the needle from the holder to allow the intact tube to be removed from the holder."

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the stopper began separating from the bd vacutainer® buffered sodium citrate (9nc) blood collection tube while removing the tube from the holder during use. The tube was pushed back onto the stopper, the tourniquet removed, and the needle removed from the patient and holder to allow the tube to be removed from the holder, preventing blood leakage. This complaint was created to capture the 2nd of 2 related incidents. The following information was provided by the initial reporter: "when she attempted to remove the coag tube from the holder (winged set, 367281, and holder 364815), she noticed that the tube was separating from the stopper. So to prevent a mess and blood exposure, she pushed the tube back onto the stopper, removed the tourniquet, and removed the needle from the patient, and then removed the needle from the holder to allow the intact tube to be removed from the holder."